Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The sheath was inserted and after the contrast medium was used, it was observed that the hemostatic valve was leaking. There was no visible damage. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body as the valve was flushed. This issue did not require percutaneous, surgical removal, or medical intervention. Patient hemodynamics were not compromised. There was no patient consequence.

Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The sheath was inserted and after the contrast medium was used, it was observed that the hemostatic valve was leaking. There was no visible damage. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body as the valve was flushed. This issue did not require percutaneous, surgical removal, or medical intervention. Patient hemodynamics were not compromised. There was no patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath. Device was connected to a syringe with water in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record (DHR) evaluation was performed for the finished device with lot number 00001672 and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)